Event description:
An intl affiliate reported, a transfer set was broken between the blue and white connection from inside. No patient injury or medical intervention was reported.

Manufacturer narrative:
.